Manufacturer narrative:
No button error alarm noted during testing. The esc button on the insulin did not respond due to corroded keypad trace. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had normal blood glucose levels of 110 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that one of the buttons of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.